Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled tip was confirmed as polymer separation was confirmed. The reported difficult to advance, difficult to insert, and difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire experienced difficulty when inserting into a guide catheter. Factors that may contribute to difficulty inserting the guide wire into the catheter include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, coaxial alignment, user technique, and/or damage to the catheter or guide wire. In this case, no damage or anomalies were noted during the pre-use inspection, making it unclear what caused the insertion difficulty. Additionally, it was reported that the wire became stuck in the catheter, making it difficult to advance and remove, and the polymer coating was damaged (peeled). Analysis of the returned wire confirmed the polymer damage as a polymer separation. It is possible that the polymer became damage during the difficult insertion. Damage polymer would affect the wires maneuverability through the catheter, possibly contributing to the reported difficulty during advancement and removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B5: describe event or problem updated. B6: relevant test/laboratory data updated. B7: other relevant history updated. H6: health effect - impact code 2645 removed and 2199 added.

Event description:
Subsequent to the initially filed report it was stated that the coating of the tip scraped off and the device was used inside the anatomy. The peeling is noted when the device became stuck with the non-abbott catheter during use. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the command 18 guide wire was pre loaded onto a non-abbott guiding catheter and flushed prior to use. There was resistance trying to insert the guide wire into the guiding catheter and the coating on the tip appears to have scraped off. The device was not used and there was no patient involvement. A new command 18 guide wire was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.